Event description:
It was reported that physician at device change out switched left ventricular (lv) lead to right ventricular (rv) lead port and rv lead to lv lead port proactively. Health professional later noted some oversensing episodes. Manufacturer's technical service representative suggested that with data available, it is unclear if this is a connector issue, fracture or potential oversensing on lv lead. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.